Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in austria. It was reported that patient got hospitalized due to diabetic ketoacidosis from (B)(6) 2024 to (B)(6) 2024. Blood glucose levels were over 400 mg/dl at the time of event. Patient was feeling unwell/sick at the time of hospitalization. He got intravenous insulin drip as treatment in the hospital. No further information available.